Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017, the customer received the following results on the aviva system within 10 minutes: 564 mg/dl and 129 mg/dl. On (B)(6) 2017, the customer received the following results on the aviva system within 10 minutes: 328 mg/dl and 138 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.